Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2014, the patient was diagnosed with a hernia. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient experienced an abdominal hernia coincident with automated peritoneal dialysis (apd) therapy. The hernia occurred on an unreported date post starting apd therapy. Twenty four days prior to the receipt of this report, the patient underwent outpatient surgery to repair the hernia. It was not reported whether the patient was recovered from the event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. The cause of the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.